Event description:
Cassette/tubing discovered to have leak which ultimately caused pump malfunction/breakdown. Two pumps broke down and had to be sent back to company. Damaged tubing sets sent back to company.